Event description:
Magquet servo I vent was being used for transporting critically ill adult pt, with benign settings -psv 15, peep 5, fio2 100%-. Battery monitoring screen indicated 52 minutes left on each battery -two internal slot batteries provided with ventilator-. Batteries were 18 months old, and per MFR recommendations needed to be changed at 36 months. Machine went into error code 20002, "no battery capacity" and both batteries went from 52 minutes left to zero time left in less than 7 minutes of use. Pt was hand ventilated without issues.